Manufacturer narrative:
It was reported that, a patient that underwent a right bhr procedure, was found to have metal debris and pseudotumors in their right hip, via an MRI. Therefore, a revision was performed to treat this adverse event, during which the bhr acetabular and femoral components were exchanged for a ceramic-ceramic system. Patient's current health status in unknown. No other complications were reported. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. No other similar complaints have been identified for the cup and head, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. Based on the limited information provided a clinical root cause for the hypointense collection, with the presence of debris, noted on MRI cannot be confirmed. It cannot be concluded the reported event was associated with a mal performance of the implant. The patient impact beyond the reported revision could not be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated

Event description:
It was reported that, a plaintiff that underwent a right bhr procedure on (B)(6) 2012, was found to have metal debris and pseudotumors in their right knee, via an MRI on (B)(6) 2016. Therefore, a revision was performed on (B)(6) 2016 to treat this adverse event, during which the bhr acetabular and femoral components were exchanged for a zimmer ceramic-ceramic system. Patient's current health status in unknown. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).